Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Resistance and pressure tests were completed to assess lead electrical performance and insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations.

Manufacturer narrative:
The device remains in service without further complication. At this time, the explanted lead has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Boston scientific received information that during a follow-up, it was observed that the right atrial (ra) lead had dislodged and dropped into the ventricle. The device was reprogrammed to aai mode and the ventricle was stimulated. Therefore, the cardiac resynchronization therapy defibrillator (crt-d) was reprogrammed to vvi mode and the patient was scheduled for x-rays to confirm the lead position. It was also noted that noise was observed on the ra channel in an atrial tachy response (atr) episode. It was suspected the noise was due to the minute ventilation (mv) sensor as it appeared to be a 50hz type noise. Device data was submitted to technical services for review of the noise in the atr episode. It was noted the ra pacing impedance measurements had been fluctuating between 1100 ohms and 1600 ohms, which were higher than expected three months post-implant, but were not out-of-range. The p-wave amplitudes were varying; other lead values appeared stable and within range. The atr episodes did show noise oversensing that was consistent with the mv sensor on the ra channel. Technical services recommended further troubleshooting of the ra lead and programming off the mv sensor to avoid the oversensing. It was later reported the ra lead was explanted and replaced with a competitor's lead, due to the dislodgement. This resolved the mv sensor noise oversensing as well. No additional adverse patient effects were reported.